Manufacturer narrative:
A review of lot history and sterilization records was performed. The finished good and subassembly lots passed all in-process inspections and testing including but not limited to fourier transform infrared spectroscopy and seal strength on pre and post sterile pouches. All raw materials met all incoming testing and inspections. Review shows that this lot met all sterilization and manufacturing acceptance criteria for lot release. Clinical evaluation: microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any surgical site infection (ssi) may cause redness, delayed healing, fever, pain, tenderness, warmth, or swelling. Most ssis can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required. The IFU states in adverse reactions, "complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs."

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event. Related mdrs: 3011175548-2016-00002, 3011175548-2016-00004.

Event description:
Received a report of infection. Mesh was removed.